Event description:
Facility reports that an incident occurred with a golvo mobile lift. As they were transferring a pt in x-ray gurney to table or visa versa, the lift strap dropped suddenly causing the pt to fall on to the gurney or table. It appears that the lift strap was bound up in the strap guide. No further info was available regarding this reported incident. Facility admitted it did occur at some time in the past. Lift is still in use by the facility. Retraining on the proper use of this equipment will be conducted by the facility.

Manufacturer narrative:
Since the incident occurred some time ago gathering information has been difficult, however, for the described incident to occur the pt needed to be lifted in a side angle from the lift, or the strap was twisted prior to the lifting of the pt. Following our instruction guide and safe lifting education would have prevented this incident.